Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a planned system revision due to erosion. Additional information received indicates that the physician suspects that the patient may have an allergy to the device. However, allergy testing wasn't done since patient lost insurance. There were no additional adverse effects reported. The product remains in service.